Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and fullness during use, specified as "set up". The patient was connected to the amia device at the time of the events. The patient reported that ¿the nurse had set a 2,400 ml maximum amount of fluid allowed; however, they could still drain 2,600 ml¿. The health care provider stated that they had increased the estimated night uf ¿to more closely reflect the patient's usual pattern and would start this program tonight¿. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6 and h10. The device was received for evaluation and a sample analysis was completed. The amia device received and passed all functional testing and volumetric testing. The sharesource log files associated with amia cycler were reviewed. A review of the patient's therapies showed the device completed therapy per the clinician programming. The therapy data/treatment details were reviewed and reported excessive drain volume was identified five days prior to the reported event. The drain volume was 2556 ml which was greater than the programmed maximum peritoneal volume setting (2,400 ml). The log data showed the programmed estimated night uf (700ml) may have been set too low for the patient's therapy. Per the amia clinician guide, the estimated night uf should be based on the average nightly uf from at least the prior seven days for a specific program. The treatment summaries showed the patient¿s average uf was approximately 988 ml. Based on the device log results, the probable cause was determined to be the programmed estimated night uf setting being set too low. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. No device failure or malfunction was identified that could have caused or contributed to the reported event. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.